Event description:
It was reported the pt was implanted with a sparc sling sys on or about (B)(6) 2009 to treat her stress urinary incontinence. The pt experienced pain and suffering, urinary urgency and retention, impairment, and disability. On (B)(6) 2010, the pt underwent a release surgery because the sling was "tightly invested in the tissue surrounding the urethra."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.